Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.0770 x 0.1215 was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding jaw misalignment was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the tip-up fenestrated grasper instrument had jaw misalignment. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. A procedure delay of 15 minutes was reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter could not confirm whether the missing material/damage occurred outside of a surgical procedure. There was no report of fragments falling from the device while used inside the patient. There is no report of post-surgical complications and the patient has not returned to the hospital. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.